Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex was reading control solution as blood. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged issue began at an unknown time on (B)(6) 2017. The reporter claimed that the patient tested with control solution, obtaining results of ¿419, 418 and 525 mg/dl¿ which the subject device flagged as blood tests. The patient manages his diabetes with oral medication, diet and exercise and the reporter denied that the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter also denied that the patient developed any symptoms as a result of the alleged issue. The reporter advised the csr that at 11 a.m., on (B)(6) 2017, the patient was hospitalized and treated with IV glucose by a health care professional (hcp). The reporter also claimed that the patient¿s blood glucose was tested using the hospital meter and that a reading of ¿124 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the patient was following an incorrect testing process; the patient was not holding down the meter button for long enough. The csr walked the reporter through a retest and noted a control test was successfully performed. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.